Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had high impedances on their l1 leads. Surgical intervention took place where the leads were explanted and replaced. The ipg had no allegations against it and was electively replace per the physician request.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.